Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that water leaked from damage of the balloon during a pretest. The user found the balloon was torn, and there were no missing pieces of the balloon.

Event description:
It was reported that water leaked from damage of the balloon during a pretest. The user found the balloon was torn, and there were no missing pieces of the balloon.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature-sensing foley catheter with a cut portion of the inlet tubing received. Visual evaluation of the sample noted the balloon burst and there was a tear (0.2370") in the balloon's surface. No missing pieces were noted. This is a failure per the standard, which states that balloon must not be torn. The catheter measured to be 14 fr. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be tooling damaged (core pins). The product was not used for diagnosis or treatment. The product was influenced by the reported failure. The product failed to meet specifications.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver-containing catheter" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.